Event description:
On (B)(6) 2011, a spontaneous report was received from a physician regarding a (B)(6) female who received an injection of perlane-l ((B)(4)). Medical history included previous injections of perlane-l on unspecified dates in (B)(6) 2010, to the upper and lower lips with no problems; the pt had no medical conditions or allergies. The pt's skin type was described as "white; like she would burn in the summer." The pt was not taking any concomitant medications. The pt received a 1 ml injection of perlane-l on (B)(6) 2011, to the upper and lower lips. No pre-procedure medications or additional procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2011, after the implantation, the pt developed swollen lumps to her upper and lower lips. On (B)(6) 2011, the pt was evaluated by the physician who noted a total of 4 swollen lumps on the pt's lips (2 lumps on the upper lip and 2 lumps on the lower lip). The physician referred to the lumps as "large pockets with a significant amount of swelling." The physician drained/evacuated all 4 lumps and a thick, cloudy, milky, purulent drainage was obtained. The swollen lumps were no longer present following the drainage and no swelling was noted beyond where the lumps were. A culture of the drainage was performed and the pt was prescribed dicloxacillin 500 mg for 5 days. A diagnosis for the reported events was pending the culture results. The clinic planned to call the pt with the culture results once they were available. No f/u appointment was scheduled and the pt was advised to call or visit the office if she had any further problems. The physician felt the treatment with perlane-l caused the reported events. The physician did not provide an assessment of severity for the reported events. The lot number and expiration date were (B)(4) and july-2011, respectively.